Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00375.

Event description:
This is 2 of 2 reports. A customer reported that the swivel adaptor of the a3059 mayfield composite series skull clamp, swivel adaptor, and base unit moved and shifted after the patient had been placed in the skull clamp and after the surgeon confirmed his navigation. The device was used for a craniotomy procedure for tumor removal on (B)(6) 2020. It was reported that the surgeon had just prepped the patient, locked in the coordinates on his navigation system and made the first incision when the patient slipped. There was no laceration, patient injury nor death. The navigation was off because of the slip in the mayfield. The doctor chose to move forward without navigation, rather than repositioning and registering again. The patient's condition was stable.